Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose of 400 mg/dl and also reported that, the insulin pump was not alarming. The customer was wearing the pump at time of hospitalization. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.